Event description:
The caller reported a malfunction on the pump with malfunction code malf 0 and fault ID available as 0x277d. There was no reported adverse impact to the customer¿s blood glucose level. They reloaded the cartridge and technical support assisted in reconnecting the continuous glucose monitor. It was noted that the insulin on board and maximum hourly bolus settings were reset.